Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08282. It was reported the patient experienced bleeding after his scs trial lead removal. The area where the patient was bleeding was packed and the patient was given fluids. A CT scan ws ordered, but the results did not reveal any anomalies. The patient's bleeding reportedly stopped after the wound was packed.